Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hemorrhage and death are listed in the proglide instructions for use, as potential complications associated with the use of suture-mediated closure devices. Abbott vascular medical affairs specialist reviewed the event and concluded that while the perclose proglide was not the direct cause of death it was a contributing factor, in addition to the procedural and patient selection errors, as an indirect cause of this patient¿s death. In the absence of device returned for analysis a conclusive cause for the reported failure to advance the knot could not be determined. The reported patient effects of hemorrhage and death are known inherent risks of the procedure. A conclusive cause for the reported patient effect of shock and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported a thoracic aorta stent graft insertion was conducted for a patient with high obesity for improving mid and long term prognosis of an early chronic stage type b aortic dissection. The pre-close technique was used and the sutures of two proglide devices were successfully pre-placed via a 7f sheath hole in the left common femoral artery (lcfa). A maximum sheath size of 20f was used. Hemostasis was achieved with the sutures of the proglide devices. There was no bleeding noted at the puncture site and the procedure was completed. However, retroperitoneal bleeding occurred later. A 6f sheath was inserted by retrograde approach in the lcfa to conduct temporary hemostasis with a balloon, and a 12f sheath was inserted via the right common femoral artery, and an excluder leg was delivered by cross-over approach to cover the bleeding part of an external iliac artery for hemostasis. The retroperitoneal bleeding resulted in hemorrhagic shock and the patient died. The physician commented that this was not a product issue, however, as the puncture point was the external iliac artery, the knots got caught in the abdominal wall and were not able to reach the vessel wall. In the physician's opinion insufficient confirmation of the puncture site and patient background factor of high obesity were contributors to patient's death. No additional information was provided.